Event description:
The ent team from the clinic reported a repositioning surgery. The implant housing had migrated from its intended position to an anterior one. Due to migration of the implant, the correct use of the implant system could not be achieved as the external coil could not be placed over the internal coil. During the surgery for repositioning the implant housing, the electrode array was removed from the cochlea, but was successfully re-inserted. The recipient will be activated in june 2024.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a revision surgery due to a migration of the implant housing from its intended position. The device was re-positioned successfully. In addition during initial implantation surgery a complete insertion of the electrode array was not achieved with one channel remaining extra-cochlear. The device remains implanted and in use.

Event description:
The ent team from the clinic reported a repositioning surgery, which occurred on (B)(6) 2024. The implant housing had migrated from its intended position to an anterior one about 3-6 months after implantation. Due to migration of the implant, the correct use of the implant system could not be achieved as the external coil could not be placed over the internal coil. During the repositoning surgery of the implant housing, the electrode array was removed from the cochlea, but was successfully re-inserted. The recipient was activated with the device in (B)(6) 2024 and everything was fine.